Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available from the customer or from investigation, a supplemental report will be filed at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a 7" (18 cm) appx. 0.7 ml smallbore trifuse ext set w/3 microclave® clear (red, glow rings), 0.2 micron filter, 3 clamps (red, white, blue), rotating luer. This product was reportedly leaking an unspecified fluid/infusate from the filter. There was no harm to the patient and no delay in therapy.

Manufacturer narrative:
Corrected information can be found in d4 and h4.